Event description:
Trapeze had a piece that had spread apart. The pt states the trapeze allegedly hit them in the lip. Staff inspected the injured area and pt stated they were ok. Item was removed, repaired and put back in service.